Event description:
It was reported that two bd plastipak¿ concentric luer lock syringes were leaking past the stopper. The following information was provided by the initial reporter: "I¿ve had some more leaking 50 ml syringes. Both look ok but are leaking past the plunger. Neither had any visible damage or manufacturing defects. One syringe only leaked when it was in the syringe driver, the other was leaking under gravity alone."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: two photos were provided to our quality team for investigation. Upon visual inspection, a leakage past the stopper was observed. There was no visible no damage or defects within the syringe and the stopper appeared to be properly assembled. A device history review was performed for the reported lot 2107040, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 2107040 were used for additional evaluation. The product was visually inspected, no defects or damage was noted in the plunger or any other components and stoppers were verified to be correctly assembled. The retained samples underwent leakage testing and product was verified to meet required specifications, no leakages were observed. Based on our investigation, we cannot identify a root cause at this time. H3 other text : see h.10.

Event description:
It was reported that two bd plastipak¿ concentric luer lock syringes were leaking past the stopper. The following information was provided by the initial reporter: "I¿ve had some more leaking 50 ml syringes. Both look ok but are leaking past the plunger. Neither had any visible damage or manufacturing defects. One syringe only leaked when it was in the syringe driver, the other was leaking under gravity alone.".